Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 09-apr-2018, a field service engineer (fse) was at customer's site to address the reported event. Fse found waste tubing was incorrectly routed and not flowing. Fse shortened waste tubing and corrected routing. Fse successfully completed quality control, result was in acceptable range. The g8 instrument is operating as expected. No further action was required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 service manual under chapter 2, preinstallation, section 2.5 - connections provides step-by-step instructions on waste tube connection. The most probable cause of the reported event was due to incorrect waste tubing routing.

Event description:
On (B)(6) 2018, a customer reported fluid on counter and states that the waste line drains into the floor okay and pressure is 8.29 which is normal on the g8 instrument. Technical support specialist (tss) instructed customer to run a smp reset. The customer states that the front well is not draining and is overflowing which is causing the leak. The g8 is down and customer is unable to run patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.